Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance and a shaft fracture occurred. The lesion was located in a right coronary artery. A 4.50x20mm veriflex stent was advanced to the lesion and deployed. After the stent was deployed the physician reported having difficulty removing the balloon from the stent. The shaft of the stent delivery system broke into two pieces and all devices were removed from the patient. No further patient injuries or complications occurred. Patient status is 'fine.'

Manufacturer narrative:
Age at time of event - (B)(6). (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance and a shaft fracture occurred. The lesion was located in a right coronary artery. A 4.50x20mm veriflex stent was advanced to the lesion and deployed. After the stent was deployed the physician reported having difficulty removing the balloon from the stent. The shaft of the stent delivery system broke into two pieces and all devices were removed from the patient. No further patient injuries or complications occurred. Patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in the midshaft. The break was located approximately 14.9cm distal to the proximal edge of the midshaft. It is clear from the condition of the midshaft that the shaft was severely stretched; when both sections of the midshaft were measured, the total length of the midshaft was 35.9cm in length. A build up of solidified blood was present inside the midshaft. An examination of the balloon found that the balloon was not refolded and there was a build up of contrast media present inside the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).